Event description:
The remb micro drill was sent for regular maintenance service and it was noted that the device was leaking lubrication oil from the blade mount; no adverse event was associated with the device.